Manufacturer narrative:
Additional information has been requested regarding the repairs, and if provided a supplemental report will be submitted.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, that the cs300 intra-aortic balloon pump (iabp) unit had an ap optical module failure message. Customer was instructed to disconnect the fiberoptic sensor and reinsert it, the message remained. The customer was instructed to get back up pump and the patient was switched over to other pump. There was no patient harm reported.